Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin results was due to operator error. The operator placed base reagent in the wash 1 reagent position. The fse decontaminated the system. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur troponin results were obtained on pt samples. Th results were released to the doctor. The doctor questioned the results. The operator ran qc and it was out of range. Upon doctor request, the pt samples were retested on another system and the corrected results were released. There was no report of pt intervention or adverse health consequences due to the discordant troponin results.